Event description:
Patient reported right side capsular contracture, baker grade unknown, simple cyst, . The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Photo analysis: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ cyst(s): unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rare simple cysts and capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2.

Event description:
Healthcare professional later reported capsular contracture, baker grade IV. The device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade unknown, and rare simple cysts. Patient later reported capsular contracture baker grade IV. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, a5, b5, d6b, e1, h6.